Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image occurred due to the faulty video cable connector. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera pro video system center image was flickering occasionally when connected to the mirror; there was an image. The issue was found during preparation for use, the intended therapeutic choledochoscopic common bile duct exploratory surgery was completed with the same device, and without delay. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was no image due to failure of the video cable connectors. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that there was no image due to the failure of the video cable connectors. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.